Manufacturer narrative:
Approximate age of device - 5 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to hospital due to defibrillator fire. Upon interrogation, pump stops noted along with low flows. Patient states they heard alarms while on their home mpu, but not on batteries. Driveline replacement performed without issue. Approximately 12 inches of external driveline was removed and replaced. Post driveline replacement, patient had low speed advisory alarm while connected to grounded cable. The evaluation of the percutaneous portion of the driveline had no issues that would have contributed to pump stoppage. The patient was sent home with and ungrounded cable and power module.

Manufacturer narrative:
Although the reported pump stop and low speed events were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019. The patient was operating on the power module or mpu for all low speed and pump stop events. Based on our complaint history and similarly reported events, the events captured in the log files could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. A distal end driveline replacement was performed on (B)(6) 2019 under work order (B)(4) and approximately 10.5¿ of the external portion/distal end of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts, even with manipulation of the driveline. Damage to the silicone jacket was observed approximately between 2.5-3.5, 4 and 7 inches from the metal connector. The silicone jacket, bionate layer and the metal braided shield were carefully removed to evaluate the underlying wires. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the repair, alarms returned and the patient was placed back on ungrounded patient cables. The patient was discharged home and was asked to notify if any alarms or abnormalities occur post discharge. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document addresses all system controller alarms and how to respond to such events. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. Both of these documents contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.